Event description:
Per independent repair center, unit alarming and stuck. Per independent repair center statement, unit alarming or red light. The key failure was that the rexroth valve was stuck. Other issues were that the tie wraps on the tubing were leaking.